Event description:
Info received indicates the manual trendelenburg function is not working on the bed.

Manufacturer narrative:
The tech isolated the issue to the trend valve. He replaced the trend valve to repair the bed.